Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a static fill estimate of 60 units that did not change despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received education that this could occur due to large differences in measured pressures used to calculate remaining insulin and that fill estimate would resume counting down once actual insulin matched the static value, and customer understood and acknowledged this explanation.